Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) common computer controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported customer was experiencing two faults when firing the sureform 60 from the purple console. The tse viewed the logs and noted error 31048. The caller mentioned that the system did not fault when firing from the blue console. The site was using a sureform 60 in arm 1. The tse recommended rebooting the system when possible. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically. It was a dual-console procedure. The error was occurring only on one of the surgeon consoles. The surgeon did not use the stapler on the surgeon console that was causing the error and instead used the other surgeon console.

Manufacturer narrative:
The patient side cart (psc) common computer controller (ccc) was evaluated by the failure analysis (fa) team on (B)(6) 2026. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed onto a golden system, where the component operated as expected. A sureform 8 mm stapler was successfully installed multiple times across all four arms and tested with no issues or failures observed. Additionally, the unit idled for 200 hours with the stapler attached to one of the arms, and no issues were detected during this period. The fiber optic light levels on the ccc were inspected and all values were within expected ranges. Following this inspection, ten power cycles were performed without issue. The ccc was then left idling in the golden system for 32 hours, during which no abnormalities were observed. Based on these findings, failure analysis concluded that no root cause could be identified for the reported events.

Event description:
Refer to h11 for follow-up information.